Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device did not activate through the foot pedal or hand switch when it was connected to the console. It was also reported that the device began to feel warm to the touch near the cable connection. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the device had no power, and the flex print sensor was damaged. Therefore, the reported condition that when the drive is connected to the console, it does not activate through the foot pedal or hand switch was confirmed. It was further determined that the device failed pretest for check function and direction of rotation, and check function with foot pedal. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. The reported condition of the device begins to feel warm to touch near the cable connection was not confirmed as it was noted that there was no heating problem. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.